Event description:
It was reported that during an unk procedure, device a could not close the handle. Device b was difficult to release the device from tissue. There were no adverse consequences to the pt. The devices were discarded.